Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, previously approved medication identifier had reappeared. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device of this incident, it was determined that the facility formulary approval queue rejected and identifier reappear. A technical support specialist (tss) explained the approval queue, adding and deleting formulary items, and approving items. The customer asked about adding a new formulary item, and tss investigated further based on the new details. Tss emailed an update but noted a remote smart service (rss) dashboard issue preventing dial in. Tss confirmed that any item added from the appears or reappears in the approval queue, referencing the knowledge article ¿meds re appearing in approval queue.¿ the customer was confused about the approval queue and stated that updating his drug profile columns did not trigger items to reappear. The customer requested more time to review the feature and asked to temporarily close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, previously approved medication identifier had reappeared. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, previously approved medication identifier had reappeared. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.